Event description:
Potential for injury associated with an xpo100b concentrator that is not alarming to warn the user to switch to an alternative source of oxygen when it shuts down. This is not a life-sustaining device.